Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (cloudy with moisture) issue. It was alleged that there was moisture behind the display and in the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: .pump was returned with moisture in the battery compartment. No moisture observed behind display. Leak test failed due to a crack where keypad meets battery compartment. Opened pump- moisture observed on pcb and on force sensor plate. During investigation, moisture was found in the battery compartment but not behind the display. A leak test was performed and failed due to a crack where the keypad meets the battery compartment. The pump was opened to find moisture on the printed circuit board, and on the force sensor plate.